Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, prograsp forceps, maryland bipolar forceps. All multi-use instruments used in the case have been used in subsequent procedures. A site history review found no complaints have been made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died shortly following a robotic procedure that was uneventful intraoperatively. The patient was emergently re-explored and no surgical or other intraabdominal issues were noted. Although other possibilities exist, an anesthetic complication was suspected as the clinical scenario is consistent with malignant hyperthermia. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. .

Event description:
It was reported that after a da vinci-assisted partial nephrectomy procedure, the patient expired. There was a 1.3 hour delay to the procedure start due to difficulties placing a urethral catheter due to unforeseen anatomical deviations from previous procedures. Intraoperatively, further complications were encountered with optimal docking due to the patient's height and maintaining the patient¿s oxygen saturation; the procedure was subsequently completed with no additional issues. Approximately 1.5 hours post-operatively, the patient exhibited symptoms of tachycardia and abdominal rigidity, indicating a potential hemorrhage. The patient was returned to the operating room, and an exploratory laparotomy was performed, revealing no hemorrhage. It was determined by the physicians that the symptoms were reactions to the anesthetic drugs. The patient expired later the same day as the procedure.